Manufacturer narrative:
The reported event of failure to extend the lead helix was not confirmed. As received, a complete lead was returned in one piece. A visual and x-ray examination of the lead revealed no anomalies. A visual examination of the lead revealed the helix was partially extended with no signs of blood and tissue. After applying torque directly to the connector pin, the helix was able to be successfully retracted and extended. Additionally, the measured full helix extension length was within required performance specification.

Event description:
During device preparation prior to an implant procedure, the lead helix was unable to be extended. The lead was replaced to resolve the event. The patient was stable.